Event description:
Reference number (B)(4). Event occured in spain it was reported that the patient faced tape not sticking due to sweating event on (B)(6)2026. No further information is available

Manufacturer narrative:
Patient city: (B)(6) patient country: spain